Event description:
It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr), history of surgery on the aorta, a small atrium, and small mitral valve area for a mitraclip procedure. It was noted that transseptal access was difficult and took about 1 hour and 30 minutes. The steerable guide catheter (sgc) and the clip delivery system (cds) were entered into the left atrium. The clip delivery system (cds) could not advance into the small atrium and narrow anatomy. There were multiple attempts to position the cds in the atrium. M knob was applied before straddling the devices, in effort to find an alternative to advance the system. During this process the cds became bent and could not be recaptured within the sgc. The bent part of the shaft was stuck at the soft tip of the sgc. The system was removed as a single unit. The clip became stuck at the puncture site of the groin. A 5cm surgical incision was made to manually remove the clip. A clip was implanted during the procedure and the mitral leak of the patient was not treated during this procedure. The patient was stable throughout the procedure and there were no adverse patient sequelae.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported failure to advance was due to challenging patient anatomy. The reported bent shaft was a result of troubleshooting the reported failure to advance. The reported difficult to remove cds/sgc was a cascading event of the reported bent shaft. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.